Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 150 units of insulin. The customer's blood glucose level was 165 mg/dl. Reportedly, the customer loaded a new cartridge successfully.